Event description:
It was reported that during a da vinci-assisted procedure the customer had issues with the tip damage of the long bipolar grasper instrument. The procedure was completed with no patient harm. Intuitive surgical followed up with the customer to confirm that there was no fragment that came off the instrument. The instrument was damaged near the tip area. No patient harm. No further information was available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have the main tube broken. A piece measuring approximately 0.125 x 0.324 was not returned with the instrument. This failure is most commonly caused by mishandling/misuse. This failure is typically associated with mishandling/misuse. Additional findings related to the customer reported complaint. The instrument was found to have a broken conductor wire at the at the distal end. The conductor wire was broken inside the proximal clevis. The instrument failed the electrical continuity test. No signs of thermal damage was observed. The instrument was found to have a broken grip cable at the distal end. The instrument was found to have a frayed pitch cable at the distal end. The instrument was found to have mechanical indentations/burrs on the proximal clevis.